Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis.the stent had detached from the balloon and was not returned for analysis as it was deployed during procedure. The balloon cone profiles were reviewed and found that the balloon wings and folds were disturbed out of their intended position. Solidified media was also identified inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. No issues were noted with the balloon profile. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure (rbp) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. The inflation device was verified at 16 atmospheres (atm) before and after use with a calibrated pressure gauge. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. Following atherectomy with a non-bsc device, a 3.00 x 8 synergy ii stent was advanced to treat the lesion. However, upon inflation, the balloon ruptured at rated burst pressure. The device was removed and the procedure was completed with a non-compliant balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending (lad) artery. Following atherectomy with a non-bsc device, a 3.00 x 8 synergy ii stent was advanced to treat the lesion. However, upon inflation, the balloon ruptured at rated burst pressure. The device was removed and the procedure was completed with a non-compliant balloon. No patient complications were reported and the patient's status was fine.